Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose (bg) ranged from 250-600 mg/dl. Reportedly, the pump supplies were changed to address the issue and bg. The customer continued to use the current pump along with manual insulin injections for insulin therapy.